Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4 (manufacturing date known) and h7 (no recall related to the event). The customer noted the setting used when the failure occurred: the device functional mode/output: default seal & cut 1, cut 3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the exact cause could not be determined. However, based on investigation results in the past, it is possible that the peeling of the broken tissue pad of the probe occurred due to the following reasons: 1. The tissue pad was worn and partly peeled off because the sealing and cutting output was performed with the gripping part closed (including after the tissue was cut) without gripping the tissue. 2. Since the tissue pad was worn out, non-insulated area of the grasping section and the distal end of the probe came into contact. 3. The output was activated in seal & cut mode in state of description stated above. Therefore, scratches (contact marks) were made on the distal end of the probe and the grasping section, indicating that they came into contact with each other. 4. The device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. 5. A force was applied to the probe causing it to break. The event can be prevented by following the instructions for use which state: - "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was manufactured on aug2022 based on the provided lot information "28k" the exact date is unknown. The device referenced in this report was returned to olympus for evaluation. The device was inspected by repair center. Followings are inspection results: 1. The probe was damaged. The fractured surface material was normal. 2. The teflon tissue was worn and deformed. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that within 10 minutes of a therapeutic duodenectomy and anastomosis procedure, thunderbeat 5 mm, 35 cm, front-actuated grip knife head broke and fell into the patient¿s body 10 minutes into sedation. The broken pieces were retrieved immediately with a grasper. The device had been inspected before it was used and was found to be normal. The procedure was completed with a similar device with a delay of approximately 5 minutes. An xray was not utilized. There was no report of patient harm.